Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: complaint was confirmed for ¿ineffective stimulation.¿ as received, the microscopic inspection of the lead body revealed a lead breakage with all wires broken and a compression mark. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) was experiencing ineffective stimulation. Reprogramming did not provide resolution. Lead diagnostics revealed high impedance measurements. In turn, the patient underwent surgical intervention to explant and replace the lead which resolved the issue. It was noted during the procedure a fracture in the lead was observed.